Event description:
Complainant alleged that the clinicians were attending a pt (age unknown) who had a hairy chest. In addition, the pt had undergone CPR subsequent to the pads being applied. After a series of shocks had been administered to the pt, the clinician shocked the pt again and observed an arc that exited from the top of the anterior pad. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The stat pad multi-function electrode package warns the user that "excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to application." Please reference medwatch number 1220908-2000-00860, which documents another separate event that occurred at the facility with the same lot number electrodes.